Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting r wave undersensing and oversensing atrial activity due to suspected right ventricular (rv) lead dislodgement. In addition, anti-tachycardia pacing (atp) and shocks were delivered due to suspected atrial fibrillation (af). This ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than blood or body fluid in helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting r wave undersensing and oversensing atrial activity due to suspected right ventricular (rv) lead dislodgement. In addition, anti-tachycardia pacing (atp) and shocks were delivered due to suspected atrial fibrillation (af). This ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.